Event description:
Information was received indicating that a "puff of smoke" was noted coming from a smiths medical level 1® hotline® warmer and that there was no power. The unit was reported to be dead. There were no reported adverse patient effects.

Manufacturer narrative:
Device evaluation: a smiths medical level 1 hotline fluid warmer was received in fair condition. Device was manufactured in 1997. The device failed to power on. The front cover was removed and black char was found on the front of circuit board and power switch connector. Customer reported condition was confirmed. Problem source was attributed to design: faulty due to electrical short caused by solder joint failure.